Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic with symptoms of fatigue, crosstalk resulting in ventricular inhibition was observed. The lead was explanted and replaced.